Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 3 months after the primary surgery, the surgeon performed a washout and revised the poly and the surgery was completed successfully. Patient originally had competitor components and then was implanted with medacta revision.

Manufacturer narrative:
Batch review performed on (B)(6)2023. Lot 2103067: (B)(4) items manufactured and released on 21-apr-2021. Expiration date: 2026-apr-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.